Event description:
On (B)(6) 2013, a clinical specialist reported the patient was hospitalized with diabetic ketoacidosis and hyperglycemia. The patient felt sick and was vomiting, and she had a high ketone measurement. Additional information was provided on (B)(6) 2013. The patient had a normal blood glucose reading (70-100 mg/dl) at 3:30 p.m. On (B)(6) 2013. Her blood glucose had increased to 301 mg/dl at 9:00 p.m., and she ate 60 grams of carbohydrates and delivered an 11.8 unit bolus. Her blood glucose was 358 mg/dl at 10:00 p.m., 370 mg/dl at 10:39 p.m., and 273 mg/dl at 12:00 a.m. She changed the infusion set at 12:00 a.m. And noticed a slight bend in the cannula. She went to bed, and she was vomiting and had high ketones the next morning. She was taken to the hospital at 12:00 p.m. On (B)(6) 2013 by a family member. Her infusion site was located in her thigh, and she was advised on other approved sites. She received insulin injections at the hospital, and her blood glucose remained in the 200-400 mg/dl range. She was diagnosed with a urinary tract infection, and she is also 27 weeks pregnant and has preeclampsia. No error messages were displayed by the infusion device. She met with a trainer on (B)(6) 2013 and restarted the infusion device. Her blood glucose increased to 317 mg/dl within 5 minutes and she had moderate ketones. The trainer spoke with patient's physician, and he recommended she return to the hospital. The trainer reported she is not comfortable monitoring the patient due to her other medical conditions and high risk pregnancy. No product will be returned for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.